Event description:
During remote follow up, increased pacing impedance and inadequate increased capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed. The patient will continue to be monitored.